Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an attempt to treat a moderately calcified lesion in the right common carotid artery using submarine rapido balloon catheter, it was reported that the balloon was placed in a section where the post-stent lesion was located. The balloon was inflated to 6 atm and the balloon is broken. The vessel was moderately tortuous with a lesion stenosis of 70%, vessel diameter was 7 mm and lesion length 50 mm. The balloon was removed and replaced by another to determine the procedure. No patient injury reported.

Manufacturer narrative:
Image review: three images were provided for the evaluation, showing the device in vitro after the procedure. The first image shows the manometric syringe. The second image shows the complete device. The third image shows the balloon. The device was dirty of blood and the balloon was unfolded. Based on the images provided it is not possible to confirm the breakage of the balloon since it is not visible. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.